Event description:
It was reported the patient experienced an episode of ventricular fibrillation on (B)(6) 2010 and that the device delivered a 35j shock and started to pace after the shock, but it seemed there was no ventricular capture. The patient died after the vf episode. An impedance increase was also reported, but it was noted this may have occurred after the patient had died. There is no allegation from the health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the patient was not pacemaker dependent and was never paced (programmed vvi 40 beats per minute). The physician felt "the vf was probably not a true vf, but 'noise' and the patient was already dead at that time. The device worked properly."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported the patient experienced an episode of ventricular fibrillation on (B)(6)2010 and that the device paced, but it seemed there was no ventricular capture. The patient died after the vf episode. An impedance increase was also reported, but it was noted this may have occurred after the patient had died. There is no allegation from the health care professional that the death was device related. The cause of death has been requested and not received.